Event description:
It was reported on (B)(6) 2017, during interrogation of implantable cardioverter defibrillator the right atrial lead exhibited noise; auto mode switching was noted on electrograms. Noise was unreproducible with isometrics. The device was reprogrammed. No additional information available.